Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated invalid/missing ahr (atrial high rate) diagnostics. Diagnostics mismatch with underreporting of at/af.

Event description:
It was reported that the device showed a discrepancy with atrial high rate episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.